Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed due to non-sustained vt and rv oversensing episodes. The lead was capped. The patient was stable post procedure.